Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qdbbuq and no non-conformances were identified. H6 component code: g07002 device not returned. Additional h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an overwrap packet that appears to be sealed of product code 8735 could be observed. The reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: did the 8 sutures snapped during this single procedure (CABG) or were multiple procedures involved? Multiple procedure involved. Did the 8 sutures snapped during use on the patient? Yes. Please specify if any suture was found snapped inside the package, during removal om package, while handling or before use on the patient? No. What tissue was being approximated or sutured when they broke? Proximal anastomosis. Were there any patient consequences? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that 8 sutures broke during multiple procedures. Is the exact number of procedures known? If yes, how many procedures and how many sutures per procedure? If the exact number of procedures is known, please create an additional pc for each patient. For this patient, please provide the following information: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?

Manufacturer narrative:
Product complaint # (B)(4). Note: events reported in 2210968-2021-02654, 2210968-2021-02656, 2210968-2021-02657, 2210968-2021-02658, 2210968-2021-02659, 2210968-2021-02660, 2210968-2021-02661. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the 8 sutures snapped during this single procedure (CABG) or were multiple procedures involved? Did the 8 sutures snapped during use on the patient? Please specify if any suture was found snapped inside the package, during removal from package, while handling or before use on the patient? What tissue was being approximated or sutured when they broke? Were there any patient consequences? Device return status/follow up?

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During anastomosis, the suture broke. Another like device was used to complete the procedure. There was a reported surgical delay of 20 minutes. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: is the exact number of procedures known? No. If yes, how many procedures and how many sutures per procedure? If the exact number of procedures is known, please create an additional pc for each patient. For this patient in (B)(4), please provide the following information: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? No. If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events were reported in 2210968-2021-02654, 2210968-2021-02655, 2210968-2021-02656, 2210968-2021-02657, 2210968-2021-02658, 2210968-2021-02659, 2210968-2021-02660, 2210968-2021-02661.